Event description:
The article, "outcomes of iatrogenic atrial septal defect closure after transseptal transcatheter mitral valve replacement in the mitral implantation of transcatheter valves (mitral) trial", was reviewed. The article presented a prospective, multicenter study to compare the clinical outcomes of patients who underwent iatrogenic atrial septum defect (iasd) closure after transseptal (ts) transcatheter mitral valve replacement (tmvr) in the mitral (mitral implantation of transcatheter valves) trial. Devices included in the study for transcatheter mitral valve replacement were sapien xt and sapien 3. Devices included in the study for iatrogenic atrial septal defect closure were amplatzer septal occluder and gore cardioform septal occluder. The article concluded that patients who underwent iasd closure were more symptomatic at baseline, had decreased functional exercise capacity and required longer length of stay after tmvr. Despite these differences at baseline, 5-year outcomes were similar between groups. [The primaryand corresponding author was mayra guerrero, mayo clinic college of medicine, department of cardiovascular medicine, mayo clinic hospital, 1216 2nd street sw, rochester, mn 55905, united states, with corresponding email: guerrero.mayra@mayo.edu]. The time frame of the study was from february 2015 to december 2017. A total of 75 patients were included in the study where 16 required iasd closure. It was reported 11 out of 16 iasd patients (68.8%) received an abbott device. The average age was 74 years and the majority gender was female. Comorbidities included hypertension, diabetes, atrial fibrillation, chronic renal disease, chronic obstructive pulmonary disease, hospitalization, heart failure, stroke, and coronary artery bypass graft.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, chronic renal disease, chronic obstructive pulmonary disease, hospitalization, heart failure, stroke, and coronary artery bypass graft. Complications reported included unexpected medical intervention (blood transfusion), hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: outcomes of iatrogenic atrial septal defect closure after transseptal transcatheter mitral valve replacement in the mitral implantation of transcatheter valves (mitral) trial.